Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt completed his treatment he noticed fluid leaking from the bottom of the cycler door. When he removed the tubing set the inside of the cycler was wet. Pt states no ill effects or antibiotics taken, effluent remains clear. Pd nurse reports no ill effects or antibiotics administered. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.